Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 5 years) leading to deterioration of the printed circuit board. Per the legal manufacturer, the other device defect included in the initial MDR (e212) has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ e212 error and image loss¿ was confirmed. A corrupt internal buffer caused the e212 error to appear. The image loss was due to faulty dp board that caused the image to freeze. Also, only black and white images were display when connected to 190 series scope.

Event description:
The service center was informed that an ¿ e212¿ was observed on the vide system display. There was no patient involvement or injury reported.